Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred two times. The following information was provided by the initial reporter. The customer stated: this is a report about a draw volume issue. According to the customer's report, two tubes didn't draw the specified volume of blood.

Manufacturer narrative:
Investigation summary. Bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred two times. The following information was provided by the initial reporter. The customer stated: this is a report about a draw volume issue. According to the customer's report, two tubes didn't draw the specified volume of blood.